Event description:
Pt implanted with a dual chamber pacing implantable, cardioverter defibrillation at another institution. More recently during interrogation, the pacing portion of the ventricular lead system of the ICD lead was noted to have extremely high capture thresholds and intermittent noncapture. With this finding, it was felt that the pt required system revision.